Event description:
It was reported that the broken piece like tip of the trocar of external cylinder was found near the omental of pylorus during gastrectomy. The broken piece had ethicon logo. The trocar was used for this pt 11 years ago. Gastrectomy was performed for stomach cancer, not for this broken piece. No device returning.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.